Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the adhesive damage at the distal end is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician observed chipped glue around the distal end objective and light guide lens. In addition, there was missing glue around the distal end pink probe and missing ke45 around forceps cover. There was no patient involvement.